Manufacturer narrative:
Results: the penumbra system 3max reperfusion catheter (3maxc) was slightly stretched and ovalized from approximately 139.0 ¿ 141.5 cm from the hub. The total length of the device was approximately 152.5 cm. Conclusions: evaluation of the two returned 3maxcs confirmed a stretched region and ovalization on both devices. It was reported that the patient anatomy was slightly tortuous. If the devices are forcefully manipulated against resistance, damage such as stretching and ovalization may occur. The reported tortuous anatomy may have contributed to this resistance. The neuron max identified in the complaint was not returned for evaluation; therefore, the root cause of the reported complaint could not be determined. Penumbra catheters are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: (B)(4). H3 other text : placeholder.

Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. This report is associated with MFR report number: 3005168196-2019-01122.

Event description:
The patient was undergoing a thrombectomy procedure in the right m2 segment of the middle cerebral artery (mca) using a penumbra system 3max reperfusion catheter (3maxc). It was reported that the patient¿s anatomy was slightly tortuous. During the procedure, the physician completed the first pass using a 3maxc and a neuron max 6f 088 long sheath (neuron max). Upon removal of the 3maxc after completion of the first pass, the physician noticed that the 3maxc was stretched approximately 10-20 centimeters from its distal tip. The physician then completed two additional passes using a new 3maxc and the same neuron max. However, upon removal of the 3maxc after completion of the second pass, the physician noticed that the 3maxc was also stretched approximately 10-20 centimeters from its distal tip. It was also reported that no significant resistance was noted during introduction or removal of either of the two 3maxcs. The procedure was completed using a stent retriever device and the same neuron max. There was no report of an adverse effect to the patient.